Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 1 event was reported for this quarter. Product return status 1 device was received for evaluation. Evaluation status 1 event was confirmed during testing; however, no component malfunctions were detected. Product disposition 1 device was repaired and returned to the account. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.